Event description:
This patient expired on (B)(6) 2013 due to ventricular arrhythmia. Should additional information become available, this file will be updated.

Manufacturer narrative:
The performance of lead under complaint was scrutinized. Upon receipt, the lead was found dissected. Only the proximal part of the lead was returned for analysis. The morphology of the cuttings indicates that the fragment of the lead mostly originated from the explant procedure. The analysis of the setrox fragment showed expected signs of wear and the analysis did not reveal any sign of a material or manufacturing problem.